Manufacturer narrative:
The investigation has been completed. The console (ic1802) was sent back for further investigation. Aic logs confirmed the reported failure. The root cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. There was no reported patient harm.